Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) shutdown while in use. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the iabp and found that one of the pumps battery securing latches was unlocked. The iabp¿s diagnostic error log review showed no electrical test failures and no relevant faults or alarms. The fse performed all functional and safety checks to meet factory specifications. Unit left to run on a trainer at 100bpm stress test over the weekend and unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.